Manufacturer narrative:
Device eval of electrode belt sn# (B)(4)has been completed. Upon evaluation, the trunk cable connector would not latch properly into the monitor's belt connector, preventing a secure connection with the monitor. The root cause of the damaged trunk cable connector cannot be positively identified. No adverse event resulted from the defective electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn# (B)(4), the electrode belt would not stay connector to the monitor. The last pt to use this electrode belt did not report any deficiencies.